Event description:
It was reported that during a vascular stent procedure in the sfa, the vascular stent partially deployed; however, after several unsuccessful attempts were made to complete the deployment, the patient was sent to surgery for a cut down in the sfa artery to remove the vascular stent. Two additional vascular stents were deployed successfully during surgery. The patient was reported to be asymptomatic following surgery.

Manufacturer narrative:
Based on the lot history review, the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. No additional complaint has been reported for this lot number. As a result of the investigation performed and as no sample was returned for evaluation, the complaint is closed with inconclusive result. Based on the information available, a definitive root cause could not be identified. The use of a guide wire smaller than recommended in the IFU was considered a contributing factor the event reported. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Furthermore, the IFU and the packaging labels demand for a 0.035" guide wire. The IFU states also: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.'